Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.4, laboratory inr: 3.4. The exact time between testing is unknown, however, both tests performed on the same day. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.